Event description:
On (B)(6) 2011, the pt reported the infusion set headsets from his current box are leaking at the infusion site. He stated he notices the issue when he attempts to bolus and there is wetness. He uses proper infusion site rotation and inserts the headset properly. The pt does not know if insulin is leaking from his body due to poor absorption or due to an issue with the infusion set. The pt did not require treatment from a health care professional or second party to address the issue. The pt was sent replacement infusion sets. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.